Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 500 mg/dl. The customer was treated with manual injection. The customer reported the alarm was resolved by a complete set change. The customer was to call when the alarm occurs in order to troubleshoot. The customer was advised that we will send replacement sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.